Event description:
Unomedical reference number (B)(4). Event occurred in the egypt. On (B)(6) 2024, it was reported that the tape did not stick. The infusion had been in use for 2days. No further information available.